Event description:
The customer's father called to report that his son's pod had initiated a communication alarm. His bg's leading up to the alarm were consistently high (359-500mg/dl). The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.